Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill tower and tibial drill was used without incident during the surgery. The surgical tech mentioned that the drill ¿seemed tight within the drill tower¿. Upon inspection after the instruments were cleaned, it was noticed that there was a small burr on the top of the drill tower that caused the fit to be tight. No surgical delay.